Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 420 mg/dl. Customer stated that she was on vacation and got in the beach wearing her insulin pump. Customer was treated with bolus. Troubleshooting was done. Customer stated she does not have tubing clamp. Advised the customer we will send tubing clamp and call back to continue to troubleshoot. Customer's blood glucose went down to 364 mg/dl after bolus. No further information provided.